Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged from 153-337 mg/dl. The customer reverted to an alternate method of insulin therapy.